Event description:
It was reported that the device was explanted due to a suspected malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was tested on the bench and using the automated test equipment and was found to be normal. The device passed all test specifications and no anomaly was found.